Manufacturer narrative:
Title: does circular stapler size in surgical management of esophageal cancer affect anastomotic leak rate? 4-year experience of a european high-volume center source: received: 28 october 2020; accepted: 19 november 2020; published: 22 november 2020. Cancers 2020, 12, 3474; doi:10.3390/cancers12113474 www.mdpi.com/journal/cancers. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study retrospectively analyzed whether the stapler diameter had an impact on postoperative anastomotic leak rates for patients undergoing an ivor lewis esophagectomy for esophageal cancer from may 2016 to may 2020. A tri-stapler with a 45mm violet reload was applied for the first bite of the construction of the gastric sleeve and used at least two additional 60mm violet stapling magazines, construction of the gastric conduit was completed. With a tri-stapler and gold 45mm, the azygoz arch was divided. It was stated that either a 25mm or 22 mm stapler head depended on the patient¿s anatomy was inserted and guided into the esophagus. A 25mm or 28 mm stapler was inserted through the minor curvature of the stomach, and an esophagogastric anastomosis was made, retrieving two complete donuts. Another stapler load was used to staple off the open end of the stomach. An anastomotic leak was detected in a total of 78 patients, 33 in the small stapler group and 45 in large stapler group. To investigate how many patients with an anastomotic leak developed organ failure. Leaks were categorized by severity with type iii leaks (18 patients) requiring surgical intervention.